Event description:
It was reported that an unspecified quantity of amia cassettes leaked from multiple unspecified locations. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 72 (units not specified). B3/d10: the event occurred on unspecified dates since january 2026. Should additional relevant information become available, a supplemental report will be submitted.